Manufacturer narrative:
(B)(4). No information is available regarding the reason for valve explant. Post production residual risk is communicated in the product's labeling and instruction for use (IFU). The IFU states it is possible that complications of prosthetic heart valves could lead to reoperation or explantation.

Event description:
According to the available information, the patient received on-x mitral heart valve with standard sewing ring - 27/29mm in 2010. The valve was explanted due to unknown reasons in (B)(6) 2014 and the patient received on-x mitral heart valve with conform-x sewing ring - 25/33mm. Multiple attempts were made to obtain additional information, including the reason for reoperation, operative notes, and patient comorbidites; however, all attempts were unsuccessful.